Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Sample collection and handling details were not supplied. Quality control (qc) prior to and following the event resulted within the established range. System check data was not supplied by the customer. Customer product line support (cpls) lab tested the pt samples and confirmed heterophile interference as the root cause for the elevated troponin I results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer reported elevated troponin I (accutni) results above the acute myocardial infarction (ami) cutoff for one pt involving access 2 immunoassay system. The results were reproducible and discordant to two alternate methodologies, which were negative. The elevated results were not reported out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter inc with the pt samples for further analysis.